Event description:
Surgical procedure, repair left torn pectoralis muscle. Surgeon was unable to advance the anchor far enough into bone to provide adequate stabilization. Attempted several times to remove anchor. Eventually was able to remove anchor, however small fragments came off during removal. Surgeon felt secure that entire anchor was removed from pt.